Manufacturer narrative:
The device was explanted but not returned. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient acquired an infection and had the device was removed. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful. The patient had been getting effective pain relief prior to this incident and is planning to get re-implanted in the future.